Event description:
It was reported that a malfunction alarm, labeled as 16-0x20e6, occurred with the pump. There was no reported impact to the customer's blood glucose level as no blood glucose information was provided. The device is being returned for investigation, and a replacement pump with the has been prepared for the customer.